Manufacturer narrative:
The user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple auto-off alarms. Tandem technical support (cts) reviewed pump data and confirmed that the pump had not been interacted with prior to when the auto off alarms occurred. Cts educated the customer on the meaning of the alarm and customer acknowledged that the alarms were valid. The customer's blood glucose (bg) level was 400-405 mg/dl with diabetic ketoacidosis. Subsequently, customer was hospitalized. Bg was treated with intravenous and manual insulin injections. Reportedly, customer was released on (B)(6) 2019 with the issue resolved and no permanent damage. Cts advised the customer to consult with the healthcare provider prior to modifying the setting. Customer acknowledged.